Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a blood infusion where the large volume pump module had displayed a specific amount infused. However when they pulled the blood off of the pump module, they noted that the remaining volume did not match what was noted to have infused. There was patient involvement, however outcome is unknown. Per the customer's initial testing, they had yet to find an issues.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the under-infusion could not be determined due to the suspect or concomitant devices not being returned for further investigation.

Event description:
It was reported that there was a blood infusion where the large volume pump module had displayed a specific amount infused. However when they pulled the blood off of the pump module, they noted that the remaining volume did not match what was noted to have infused. There was patient involvement, however outcome is unknown. Per the customer's initial testing, they had yet to find an issues.